Event description:
It was reported that customer's insulin pump alarmed no delivery during delivery. Customer's blood glucose is 104 mg/dl. The reservoir is not empty. Customer delivered five units of insulin through fill cannula, and insulin did not exit or alarm no delivery. Insulin did not exit through manual prime. Customer disconnected and reconnected the reservoir and tubing, and this resolved the issue. The device passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.